Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported the following details: in a pacemaker implantation procedure on (B)(6) 2019, the patient was implanted with the petite 52erjb lead with s/n (B)(4) and the petite 58erb lead with s/n (B)(4) in the right atrium and ventricle, respectively. Following implant (the exact dates are unknown) as the atrial lead impedance exceeded 3000 ohms, the pacing mode was reprogrammed to vvi. While the ventricular lead impedance remained in the normal range, an increase in the ventricular threshold was observed. The waveforms on v-egm also showed fluctuations, reaching the upper displayable limit on the programmer. A pacing system replacement procedure was performed on (B)(6) 2021. During this procedure, the petite 52erjb and petite 58erb leads were both extracted from the patient's body using locking stylets. The pre-existing pacemaker was also removed. After a new atrial lead, ventricular lead, and pacemaker were implanted, the procedure was completed. The distal area of the of the ventricular lead was damaged and elongated during retraction.

Event description:
The physician reported the following details: in a pacemaker implantation procedure on (B)(6) 2019, the patient was implanted with the petite 52erjb lead with s/n (B)(6) and the petite 58erb lead with s/n (B)(6) in the right atrium and ventricle, respectively. Following implant (the exact dates are unknown) as the atrial lead impedance exceeded 3000 ohms, the pacing mode was reprogrammed to vvi. While the ventricular lead impedance remained in the normal range, an increase in the ventricular threshold was observed. The waveforms on v-egm also showed fluctuations, reaching the upper displayable limit on the programmer. A pacing system replacement procedure was performed on (B)(6) 2021. During this procedure, the petite 52erjb and petite 58erb leads were both extracted from the patient's body using locking stylets. The pre-existing pacemaker was also removed. After a new atrial lead, ventricular lead, and pacemaker were implanted, the procedure was completed. The distal area of the of the ventricular lead was damaged and elongated during retraction.

Manufacturer narrative:
Please refer to the attached investigation report.